Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6420cds curved dissector's blade bent and stopped functioning. This was discovered during a procedure with no patient harm. The case was completed with another ar-6420cds curved dissector.